Manufacturer narrative:
The customer reported that during device st testing, the device was giving an alarm regarding a low leak co2 rebreathing risk as well as a touchscreen failure. The touchscreen failure was later recanted. There was no patient involvement or harm. This event was reported to have occurred during testing. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse) who advised the customer to perform flow testing as the flow sensor was suspected to be out of tolerance. The customer later requested to have a field service engineer (fse) dispatched to their site. The fse was unable to duplicate the reported issue, however did see that a failure was noted in the significant history log. The fse performed a high pressure leak test and it failed; the pressure drop was too big. The air flow assembly was replaced but that did not resolve the issue. The gas delivery system (gds) was replaced and the issue was resolved. The unit was then functionally tested and successfully passed specified tests. The customer had recanted their statement about the touchscreen failure as they were unable to duplicate it.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
The customer reported low leak co2 rebreathing risk and touchscreen failure. The air/flow sensor assembly was replaced but the issue persists. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to perform flow testing and suspected that the flow sensor is out of tolerance. The customer stated the touchscreen failure could not be duplicated and the low leak issue was resolved by replacing the (gas delivery system) gds. The unit successfully passed the required performance verification test.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure analysis. The failure investigator was unable to verify the customer complaint. The returned gds was tested, and it passed all tests.